Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser iq catheter was returned for evaluation. There is no visual anomaly noted to the device. The distal tip of the crosser iq appeared to be separated from the outer catheter but still attached to the inner core wire. Upon functional testing, an attempt to insert an in-house .014 guide-wire was made and was unsuccessful due to the condition of the device. Therefore, the investigation is confirmed for the reported material separation issue as the tip of the catheter is separated. The investigation is inconclusive for the reported difficult to remove and device incompatibility issues as further functional testing was not performed for the removal issue due to the condition of the device. A definitive root cause for the alleged material separation, device - device incompatibility and difficult to remove issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 07/2023), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the tip of the catheter was allegedly separated. It was further reported that catheter was allegedly stuck with the guide wire. Reportedly, the catheter was difficult to remove. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure, the tip was allegedly separated. It was further reported that catheter stuck with guide wire. Reportedly, the catheter was difficult to remove. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo and an image were provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2023).